Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a faulty turret lens filter motor.

Event description:
A user facility reported to olympus flashing lights on the front panel of the clv-180 light source and the nbi would not function. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was likely caused by a turret lens filter motor failure due to the amount of use and age of the device (over 14 years).